Manufacturer narrative:
Additional information: (device mfg date) has been updated based on the returned product download. Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor was reprogrammed to the factory setting and a retained reader was used to communicate with the senor. No malfunction or product deficiency was identified.

Event description:
Customer reported receiving a "scan timeout" error message while wearing the adc freestyle libre sensor for 7 days. Customer further reported that on (B)(6) 2019 she felt disoriented and lost consciousness. Customer reported self-treating with sugar, and that a non-healthcare professional helped her drink sugar water. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "scan timeout" error message while wearing the adc freestyle libre sensor for 7 days. Customer further reported that on (B)(6) 2019 she felt disoriented and lost consciousness. Customer reported self-treating with sugar, and that a non-healthcare professional helped her drink sugar water. No further treatment was reported. There was no report of death or permanent impairment associated with this event.